Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation. A steerable guide catheter (sgc) was inserted and advance to the right atrium and a floppy septum. The wire was no longer able to be visualized. The dilator and sgc was then used to find the transseptal puncture in the septum, was found, and the sgc was then inserted. However, the sgc was inserted too far into the atrium, and caused a hole in the heart. The patient's blood pressure decreased, and a pericardial effusion was observed. The sgc was removed from the patient. To treat the decrease in blood pressure, medication was administered, and chest compressions were performed. The patient's blood pressure returned to baseline. The patient then underwent open heart surgery to close the hole and then underwent mitral valve replacement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported pericardial effusion, perforation, or hypotension. Based on available information, the reported perforation, pericardial effusion, and hypotension are related to procedural conditions (sgc inserted too far into the atrium and caused a hole in the heart). The reported patient effects of pericardial effusion, perforation, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical interventions, hospitalization, medication required, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.